Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 4. The drain volume was 2998 ml. This event meets overfill criteria.

Event description:
The customer contacted baxter's technical service center regarding a supply bag falling off of the homechoice during drain. The nurse stated the bag fell off the spike. No alarm was reported. The baxter technical service representative (tsr) assisted the nurse to end therapy and informed her to start over using new supplies. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If a sample or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported that the supply bag fell and disconnected during therapy. After multiple attempts, additional information and sample availability was unable to be obtained. A batch review was not performed as the lot number was unknown. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.